Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that access site closure was attempted with two proglide devices relative to an electrophysiology procedure. A suture break occurred with both proglide devices. The method used to achieve hemostasis was not provided.